Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump passed the displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarms were noted. The insulin pump had stripped battery cap threads, cracked battery tube threads, a cracked belt clip slot at battery tube threads area, a cracked reservoir tube lip, a cracked reservoir tube window and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 229 mg/dl. Customer reported a damaged battery cap preventing correct insertion. Customer also reported no delivery during the prime. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.